Manufacturer narrative:
The subject device is implanted inside the patient's vasculature.

Event description:
It was reported in a clinical trial that, the patient was found with incidental vasospasm during procedure for which 100 ug nitroglycerine given and vasospasm promptly resolved and the procedure was completed successfully. The cec (clinical events committee) has assessed the vasospasm to be causally related to the procedure and possibly related to subject flow diverter stent (study device).

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based on the information provided in the complaint, the condition being treated was intracranial aneurysm. The subject flow diverter was implanted and the procedure was completed successfully with no device deficiencies reported. An assignable cause of anticipated procedural complication will be assigned to the as reported 'patient vasospasm serious¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported in a clinical trial that, the patient was found with incidental vasospasm during procedure for which 100 ug nitroglycerine given and vasospasm promptly resolved and the procedure was completed successfully. The cec (clinical events committee) has assessed the vasospasm to be causally related to the procedure and possibly related to subject flow diverter stent (study device).